Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of stored data found the device had not triggered a battery replacement indicator yet. Additionally, no suspicious errors or resets were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that pacemaker device was surgical explanted, due to exhibiting behavior consistent with a premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explant device is expected to be returned. This pacemaker device was returned, and product analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker device was surgical explanted, due to exhibiting behavior consistent with a premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explant device is expected to be returned.